Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump under delivering because the customer¿s blood glucose was high and bolus was occluded. Customer experienced high blood glucose level. Customer's blood glucose value was 430 mg/dl at the time of the incident. Another blood glucose level was 388 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.